Event description:
It was observed during the device investigation that bending section of the scope detached at the distal end and was smashed. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the reported event was likely due to a component failure; however, a definitive root cause was not determined. Olympus will continue to monitor field performance for this device.